Event description:
Plaintiff alleges being tested positive for type I immediate hypersensitivity to latex after wearing and being exposed to latex exam gloves. She alleges suffering from itching hands, wheezing, coughing and tightening in her chest so severe she sought emergency treatment.